Event description:
Boston scientific received information that the right atrial lead was dislodged. The x-ray showed that the ra lead was not in the initial position. In addition, the measurements changed. The sensing and the impedance was decreased. Furthermore, the ra threshold was not available. The lead was revised. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.